Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the lens did not come out correctly during implantation. The trailing haptic got stuck in the injector, caught between the plunger and the cartridge. The rest of the lens was already inside the eye, so surgeon carefully release the trailing haptic and push it in afterward. Additional information has been received and stated that the surgery was completed with same lens surgeon used a manipulator to release the backleg from the injector, and then pushed the backleg inside the eye into the bag. There was no patient harm.